Manufacturer narrative:
The reported noise and high hv lead impedance was confirmed in the laboratory and were due to an anomalous capacitor connection to the substrate.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant, noise and high, out of range, high voltage lead impedance were observed when the lead was connected to the device. The device was not implanted and was successfully replaced. Patient condition was normal.